Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right ventricular (rv) lead was found to have lost capture. The physician suspected rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.